Event description:
Patient was implanted with plate and screw construct in (B)(6) 2011 for a midshaft humerus fracture. A non-union was noted based on patient's biologics and patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The implants were noted as intact. Surgeon removed all hardware and revised patient to a humeral nail construct and bone graft. This is the first of 9 reports submitted on this event.

Manufacturer narrative:
Device was not returned. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.